Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The rep reported that they observed high impedances during meeting with the patient on the day of the report. The rep reported that the patient had one ¿half paddle lead plugged into ins and one percutaneous lead.¿ the rep reported that the high impedances were on the percutaneous lead as follows: electrode 0: 9638 ohms, electrode 5: greater than 10,000 ohms. The rep couldn¿t test for high impedance threshold due to high patient sensitivity to testing. The rep noted that the ¿half paddle¿ configuration seemed odd to him but didn¿t consider it an event or problem. The rep was able to program around the high impedance electrodes and get good coverage for the patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause of high impedance was unknown. Patient's weight was (B)(6) lbs. The information provided was confirmed with hcp. No further complications were reported/anticipated.